Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that, before use, the cardiosave intra aortic ballon pump (iabp) had an autofill failure alarm. There was no patient involved.